Event description:
Event description cpi recieved information that during implant of a medtronic pcd system/and cpi subq array (0049), it was noted through a x-ray that the middle arm of the array had a fracture approximately one cm from the tip of the array. Loss of tip portion of array should not effect overall operation. The device remains implanted.